Event description:
Surgeon was placing the tip of the drainage catheter into the body cavity on the back of the patient, when the surgeon announced, "it broke." Per the op report: "l4/5 interspace was identified using external landmarks. A touhy needle was advanced through the l4-5 lamina interspace into the lumbar cistern with return of clear csf [cerebrospinal fluid]. The lumbar drain was advanced through the touhy needle after the stylet was removed. The touhy needle was carefully backed out leaving the lumbar drain in place. The lumbar drain was found not to be draining and carefully removed. The tip of the lumbar drain was found to be lacerated with a retained apartment 5 cm segment of catheter within the patient's body. A new lumbar drain was obtained and successfully placed thru the l5-s1 space. An approximate 5 cm piece of the drainage catheter was retained in the patient's body. The surgeon left in in indicating it would do more harm to remove it.